Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: per the physician the leads had impedances >3000ohms in bipolar configuration. The patient was also experiencing noise on both leads with inhibition programmed unipolar. The lead was explanted.